Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging a onetouch verio iq meter's ok button had a delayed response. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. The patient declined a replacement meter. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter's ok button had a delayed response. There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.